Event description:
Pt was converted from a bipolar to a total hip. Osteolysis and poly wear were reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.